Event description:
The user facility reported that when prepping the angio-seal device prior to use, the tip separated from the housing sheath. The actual device and sheath were not used. The tech opened another device with a successful outcome. The patient was in fine condition. There was no patient injury/medical or surgical intervention required. The procedure outcome was a success. The actual device was not utilized in the patient. Additional information was received on 13 jun 2022: the procedure performed was a percutaneous coronary intervention (pci), using a 6 french sheath femoral. No blood loss was reported. The product was not placed in the patient. Additional information was received on 25 jul 2022: the device was stored in pyxis. The device was stored by unit each, not case box. The device case box had a warning on it.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: cath lab director. Upon internal review this report has been reassessed and deemed reportable based on that reassessment. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. One (1) 6 french angio-seal vip device was received for product analysis. The locator, hemostasis sheath, an unopened carrier tube, and packaging were received. The device was visually inspected and appeared to have been in unused condition with no visible signs of blood. The locator and hemostasis sheath were returned fully mated, and the sheath was found to have been fractured toward the distal tip. The damage appeared consistent with embrittlement due to ultraviolet (uv)/light absorption. The complaint was able to be confirmed for a broken sheath. The sample was found to have been exposed to uv/light exposure. The likely cause of the issue was determined to have been improper storage of the product. A corrective and preventive actions (CAPA) has previously been opened to investigate this issue further.